Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing the device the surgeon reported that the clips were forming improperly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis. The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and it retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. In addition, a video from the surgical procedure was received. Based on review of the video, the malformed clips appear to have been the result of excessive force and movement of the device during firing couple with rapid firing of the device. Additionally, it appears that the instructions for use (IFU) were not followed during the firing steps.